Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty. I received a depuy hip system pinnacle cup size 52 mm, with the 36 mm x 52 mm metal liner, a size 5 hi offset femoral stem, and a 36 mm +1.5 femoral head. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device. I experience severe pain and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time.